Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the hot jaw was charred and the cold jaw was burnt. The silicon at the tip of the inner and outer sides of the cold jaw was cracked. Based upon the received condition of the unit, the reported complaint, "jaws melted," was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws of the vasoview hemopro tissue welder melted. No pieces fell into the pt. There were no pt effects. A replacement unit was used to complete the procedure. The lot number was retrieved from the unit when the product was returned. Reporter clarified that he was informed by the hospital late in the day on (B)(6) 2010, but that the event had taken place on (B)(6) 2010. The product was returned.